Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav and an irrigation issue occurred and the device was used on the patient. It was reported that during the operation, device was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient. The customer's reported occlusion is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 15-apr-2026, additional information was received indicating the catheter was the suspected device with the irrigation issue. The device was used on the patient. There were no errors noted from the irrigation pump. The correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of ablation. Based on the additional information indicating the device was used on patient with an irrigation issue, the event was reassessed as an MDR reportable malfunction.

Manufacturer narrative:
On 28-apr-2026, the expiration and manufacture dates were received. As such, respective fields have been populated. Additionally, the full UDI number is now also available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).